Event description:
It was reported that the device had lower than normal battery longevity prior to implant. It was decided not to implant as the rep was unsure about the effect this pre-implant would have had on the device final longevity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.